Manufacturer narrative:
A patient experiencing ineffective pain relief was reported to abbott. The patient explained that scs system was implanted was for right leg to shin pain. They experienced drop foot/toe and pain post op. Reprogramming efforts were tried to no avail. A bilateral s1 drg was planned. Surgery was scheduled but did not occur. As of 20 july 2023, surgery had not been rescheduled. As such, the rep was informed the record was closing pending intervention. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient is experiencing inadequate relief from their scs system. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Event date is estimated.